Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 185 mg/dl at the time of incident. The customer stated that he changed that battery but the pump would count down and have a blank display. The customer tried a couple of times but had the same result. The customer was using duracell alkaline batteries. The display did not return during troubleshooting. The customer was asked to check the battery compartment and battery cap contacts for corrosion or damage. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was not returned for analysis.